Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Brush head is coming off when brushing / brush starts to get loose in the mouth (device breakage). No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that the oral-b brushhead, version unknown was coming off when he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer described that what happened was that the brush started to get loose in the mouth about 2-3 weeks after getting a new brush head. The consumer explained that his/her brush was about 4 years old, and that he/she swapped out the brush heads every month; he/she cleaned his/her toothbrush every night and removed the brush head too. The consumer stated that this had happened with a couple of recent 8 packs of brush heads. No symptoms developed. Relevant history: none reported. No further information was provided.